Event description:
The customer reported that the monitor was not working. This would result in no live image being displayed. There is no report of injury of death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair information is not available.